Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer's blood glucose reading at the time of death was over 500 mg/dl. Caller stated that the customer was vomiting, they change the reservoir and infusion set and everything looked fine, then the customer had seizures and died. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with energizer alkaline battery installed. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test. Unable to determine the root cause of prime/fill anomaly due to insulin pump preservation. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a severely scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.